Event description:
It was reported that the spectra penile prosthesis had mechanical failure. A revision surgery is scheduled, but has not been performed to date. There were no patient complications reported as a result of this event.

Event description:
Additional information received indicated that the patient had his spectra penile prosthesis removed due to infection. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Analysis results: the spectra cylinders were visually inspected and functionally tested. Both cylinders performed within specifications. Both cylinders had a hole in the outer layer that was the result of tool damage that exposed inner segments.